Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the family found the patient after the patient had expired. The patient had been lying on the system controller and when the family turned the patient over, the system controller was alarming. Emergency medical services reported that the patient had likely been dead for several hours. The lvad was still running, and all cable connections were intact. The cause of death was not reported. Log file analysis by the manufacturer¿s technical services representative revealed low flow alarms. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation; however, the system controller in use with the patient at the time of the event was returned for evaluation. Review of the log file data retrieved from the returned system controller indicated that the lvad system was connected to a power module for the duration of the log file. The log file contained approximately 21 days of data ((B)(6) 2017, according to the timestamp). Starting at 5:42pm on (B)(6) 2017, the log file captured low flow hazard alarms. The pump flow continued to decline steadily until the driveline was captured as disconnected at the end of the log file. At 5:57 pm, the supplied voltage to the lvad system dropped from 14 volts to 12 volts, and decreased over time until the system controller indicated a low voltage advisory, followed by a low voltage hazard alarm at approximately 6:15pm. The power module¿s internal backup battery supported the lvad system until it became fully depleted. At 6:26pm, a no external power alarm activated as both the black and white power cables were disconnected, and the system controller¿s 11 volt lithium-ion backup battery (ebb) activated. The ebb continued to power the system until the driveline was disconnected from the system controller at the end of the log file, when the driveline was disconnected at 7:04 pm. Although the root cause of the low voltage and no external power events could not be conclusively determined, the events captured in the log file suggest a loss of power to the power module. These events did not affect the system controller's ability to support the pump at the set speed, as power continued to be supplied to the lvad system from the backup power sources. This is consistent with the reported information which stated that ems found the pump still running. The root cause of the loss of power to the power module could not be conclusively determined. Full functional testing of the returned system controller was performed using laboratory equipment. No atypical pump telemetry events occurred during testing. The system controller functioned as intended during analysis and the events observed in the log file could not be correlated to an issue with the system controller. A direct correlation to the pump, the system controller and the patient outcome could not be conclusively determined. A cause of death was not known and an autopsy was not performed. The center did not believe the event was device related because the system was still operating at the time the patient was found by ems. Ems reported that the patient had likely been dead for several hours. A review of the device history record for the pump and system controller revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.